Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 2.1, lab: 9.2 (next day), mean 5.7, confidence limits: unable to be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. A valid comparison are two readings performed within 3 hours of each other. These two readings clearly exceeded the three hours. Confidence limits cannot be calculated. Based on text, pt was admitted to the hospital due to blood in urine and a bloody nose. This qualifies as an adverse event, so further testing is required. Lot number information was requested, but could not be provided by the caller. Therefore, no complaint trend could be determined. Per text, "the pt was prescribed massive amounts of antibiotics, and the pcp said he was not aware the pt was on coumadin; else he would not have done that." Ts has made several attempts to contact customer and left several messages to have their calls to be returned. Attempts were made on 06/11 and 06/14. Pt condition and follow questions will be obtained if customer calls back.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 20007, inratio: 2.1, lab 9.2 (next day).